Event description:
Defective pressure bag, will not hold air when inflated twice. Manufacturer response for clear pressure infusor, virtal signs clear pressure infusor (per site reporter). No response.